Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic duodenal switch, the staple began to deploy staples and abruptly stopped. It was also reported that the screen shows exclamation point indicator that the tissue was too thick. It was stated that the same issue occurred using tree reloads within the same case. Another adaptor was opened and used to complete the case. There was no patient injury.